Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. During a follow-up call, the customer reported being unable to recall the low bg event and was unable to provide any information regarding the issue.